Event description:
The customer reported that approx 7 mins into the treatment the pt "codec" while be dialyzed. The pt was treated but later passed away. The pt was suffering from hypertension and hyperdilemia prior to the therapy. The cause of death was cardiac arrest. The customer had speculated a reaction to something caused the pts reaction to the treatment. The customer technician will inspect the machine to ensure proper function.